Manufacturer narrative:
Upon receipt in boston scientific's post market quality assurance laboratory, this device was thoroughly tested. It did not pass a longevity calculation. Another longevity test concluded that the device exceeded minimum expected longevity. Analysis results also noted that the distal tip lv setscrew terminal block did not fully and positively engage the lv lead. This was a result of the inner diameter of the terminal block being larger than required, because the incorrect terminal was put in the lv tip position in the header. This issue has been addressed with corrective action, which was implemented on (B)(6) 2004.

Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion and returned. There were no allegations against the longevity or functionality of this device. Upon receipt, a product performance issue was noted during initial testing.